Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Additional information was received such as a4 - patient weight.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.